Event description:
This report is being filed as the clip (10271515/25) detached from one leaflet and clip detachment has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, one clip was implanted. During the implantation of the second clip (10271515/25), due to poor quality of the ultrasound, the clip was difficult to visualize. The physician was also reportedly impatient. After the second clip was implanted, it immediately detached from the posterior mitral valve leaflet. No damage to the leaflet was observed. No further treatment was performed. Post procedure the patient was stable. The functional mitral regurgitation grade was reduced from 4 to 2. There was no adverse patient effect or significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclp system: lift, stabilzer, support plate, steerable guide catheter, clip delivery system, and first mitraclip implanted. As the device was not returned for evaluation, an analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided by the reporter to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult to grasp/slda incidents reported for this lot. With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, a definitive cause for the reported difficulty grasping the leaflet(s) and/or slda cannot be determined. Based on the information reviewed, there is no indication of a product deficiency.